Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped using his scs system approximately two years ago. An sjm representative met with the patient and troubleshooting revealed the patient's scs ipg no longer communicates with external devices. Surgical intervention to address the issue may be undertaken at a later date.